Manufacturer narrative:
The complainant initially called to report a high blood glucose reading 300mg/dl obtained at 2:44am while using his nova max link (nml) meter. Complainant stated he had corrected his bolus for the 300 mg/dl to 2.5units (insulin). He further reported that when his son came into the room at 6:29am he was found unresponsive and confused. The son checked the blood glucose, obtained a reading of 130 mg/dl. The son attempted to administer juice - the complainant reports he was unable to swallow the juice. The son called the emts at 6:45am. Emts tested his blood glucose at 7am where they obtained a result of 41mg/dl from an unknown meter. Complainant was treated with IV glucose. Shortly after he "started recovering and felt back to normal: the emts performed another blood glucose test using their unknown meter @ 7:49am 204 mg/dl. Complainant declined to go to ER. Emts "left around 7:55am" - he was advised to "follow up with his hcp and to not take any insulin". Within a hour he consumed sausage, eggs and pancakes. At 9:19am he tested his blood glucose with his nml meter 231mg/dl. He stated he "felt comfortable with his result". During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before initial use on the vial of test strips as instructed per the directions for use. Per label copy/package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert - quality control. Checking the system control test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. The meter and test strips are expected to be returned for evaluation.

Event description:
On 6:29am complainants son found him unresponsive and confused. On 6:45am emts were called. The emts arrived approximately 6:50-7am. The emts treated the complainant with about "15 grams of IV glucose". Complainant refused to go to hospital.

Manufacturer narrative:
Failure analysis of the returned device revealed that the nova max link glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
Expiry date 06/30/2017.